Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false pause episodes and artifact, likely these occurred prior to implant. The device is still in use. No patient complications have been reported as a result of this event.